Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laproscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural contusion ("yes one mine bruised that way too took about 3 weeks to go away"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the post procedural contusion had resolved. The reporter considered medical device removal and post procedural contusion to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media: bruising and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("yes one mine bruised that way too took about 3 weeks to go away"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the contusion had resolved. The reporter considered contusion and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media: bruising and medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.